Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4) lot number unknown due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery performed on (B)(6) 2017 upon insertion of the screw, the thread was seen to 'peel away' from the shaft. The screw was immediately removed and another one was successfully used. There was a surgical prolongation of five (5) minutes reported. There is no information available about patient and surgical outcome. This report is for one (1) 2.0mm ti lckng screw slf-tpng w/plusdrive(tm) recess 6mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Material is not available for investigation. Review of the received picture showed that the thread shared of the screw off. We have to assume that strong contact with other metallic part (most probable with the plate) during insertion caused this damage. Product was not returned and no lot number was provided. Based on the complaint description, without material and unknown lot number, we are not able to perform any investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no further surgical intervention required and no other issues happened.